Event description:
It was reported that prior to a surgical procedure at the user facility the metal piece that the tracker connects to the instrumentation is loose, which could cause an inaccuracy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. Device discarded by user.

Event description:
It was reported that prior to a surgical procedure at the user facility the metal piece that the tracker connects to the instrumentation is loose, which could cause an inaccuracy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.